Event description:
Allegedly, the pt had to charge daily due to high power requirements. As a result, the pt's ipg was explanted and replaced with a different model. The replacement ipg is performing as intended.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.